Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 8atm within 8 seconds. The device was removed without any problem using normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.